Event description:
The sheath's cannula separated during pt withdrawal. The report received indicated that the 6f sheath introducer was used during a percutaneous coronary intervention procedure, the sheath was left in place until the recovery time was completed. However, upon the removal attempt, only the hub could be removed and the cannula of the sheath remained in the pt. The cannula looked as if it had been severed from the sheath. The pt was sent to surgery to have the cannula of the sheath removed from its femoral artery.

Manufacturer narrative:
The product is available for eval; however, as of to date it has not been returned. Add'l info has been requested and will be submitted within 30 days upon receipt.